Event description:
It was reported that the programmer intermittently would not turn on, or if it did, it powered on to a black screen. It was further reported that there was some physical damage, for example to the keyboard. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the programmer intermittently would not turn on, or if it did, it powered on to a black screen. It was further reported that there was some physical damage, for example to the keyboard. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID 2067, radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product analysis: analysis could not confirm customer comment that the programmer intermittently would not turn on, or if it did it powered on to a black screen, but the power supply was replaced as a preventative. The power down/thermal test was out of specification so the media processing unit printed circuit board was replaced, and the system fan was found to be noisy so it was replaced. Product ID 2067, radio frequency programmer head; (B)(4).

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.